Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges, causing the customer to experience a "high" blood glucose (bg) level. The customer declined to address the bg level while on the phone with tandem technical support. Reportedly, the customer reverted to an alternate method of insulin therapy.